Event description:
It was reported that the tip of the unit broke off during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the distal end of the inner shaft was broken off. The tip was not received with the product. Also, heavy wear marks on the window area show interference. Functional test were not performed due to the broken tip. The probable root cause could be debris got caught between the tip and housing causing the tip break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the unit broke off during procedure.